Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic probe's tip was bent during a diagnostic respiratory biopsy. The probe did not fall within the patient. The facility physician reported that the defect was caused by improper insertion of the sheath inside the k-401. The procedure was completed after replacing it with a similar product. No health problems or delays were reported due to this incident.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h3,h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 4 usage 4.2 observation of ultrasound images [caution] -when driving the ultrasound probe, please return the endoscope curvature and forceps raising as much as possible. Driving the probe in a harsh probe shape may lead to image distortion or damage to the ultrasound probe should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.